Event description:
A patient death was reported. The date of death was 2009 (B)(6). The patient had end stage metastatic lung cancer with extensive mets to the brain. The cause of death was unknown. The death was not device related. No further information available. The pump was delivering dilaudid. The pump was returned and underwent routine analysis.

Manufacturer narrative:
Product ID 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(6). Analysis of the pump revealed no anomaly found. Analysis of the catheter and sc connector revealed coring/tears/cuts in seal.